Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cataract surgery was completed normally. After implantation of the preloaded monofocal intraocular lens (iol), the surgeon noticed some triangle shaped deformation inside the lens material, close to the optic axis. The iol was cut in pieces and removed. The procedure was delayed by 30 minutes. A new lens was implanted without any issues. Account indicated that the incision was not enlarged, no sutures or vitrectomy were required. The patient was reported as fully recovered. No further information was provided.